Manufacturer narrative:
Visual inspection of the returned product showed that there was evidence of clear surgical residue, however, there was no visible damage to the lens. A work order search was performed on the serial number, and there were no similar complaints found. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
It was reported that an aa4203tl silicone plate lens with toric was defective. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.